Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The customer reported that the ez breathe atomizer did not produce a mist to alleviate the patient's asthma exacerbations. The patient added that he was transported to the hospital and was almost ventilated as a result of the asthma attack. The patient is a (B)(6) year old male with a past medical history that is significant for asthma and an unidentified psychological disorder. He reports an allergy to neurontin (convulsion and vomiting).